Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal unknown morphine 20 mg/ml at 5.286 mg/day via an implanted pump for non-malignant pain and chronic low back pain. The patient was seen for a refill (B)(6) 2016 for an empty reservoir alarm that occurred on (B)(6) 2016. The pump was refilled and updated. Further information was not provided.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :8840, product type: programmer, physician. Product ID: 8840, product type: programmer, physician.

Event description:
Additional information received from a healthcare provider (hcp) indicated the cause of the alarm was unknown. The patient did not experience any symptoms. The reporter could not remember who reported the event to the manufacturer representative. Session data from the refill and the serial number of the clinician programmer used were requested, but the information was stated to be not available and the reporter disconnected the call. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.